Event description:
It was reported that during the implant procedure, a kink was noted in the distal lead. Doctor stated a bump in the lead was felt as well. The screw was out but retracted without difficulty. These were all noted before the implant attempt. The physician was "uncomfortable" using this lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the lead was damaged during the implant process. Upon inspection, it was noted that the defib conductor of the lead was distorted.